Event description:
Monitor is freezing and turining blue during use. No report of serious injury / harm to patient or user. No report of indirect harm. No required intervention to prevent permanent damage reported. No report of hositalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairement. Not reported as life-threatening. No death reported.

Event description:
Monitor is freezing and turning blue during use - receiving 3x error. Replacing amplifier cable resolves issue. Suspect amplifier cables have been disposed of. No report of serious injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairement not reported as life threatening no death reported.

Manufacturer narrative:
The device was reported to freeze and display a blue screen with 3x error messages during use. Replacing the amplifier cable resolved the issue. The suspect cables were not available for return and had been disposed. Based on the customer's description, the issue may be related to the amplifier cable core breaking after long-term use. Corrective actions have been implemented, including updates to the cable design to improve device performance. The issue has been evaluated for potential patient risk, and no patient harm was reported.

Manufacturer narrative:
Na.

Event description:
Monitor in freezing and turning blue during use no report of serious injury / harm to patient or user no report of indirect harm no report of required intervention to prevent permanent damage no report of hospitalisation - initial or stay prolonged by 1 day or more no report of serious injury, disability or permanent impairement not reported as life threatening n death reported.

Manufacturer narrative:
Scar raised to progress the investigation with supplier scar reference is scar-28

Event description:
Monitor in freezing and turning blue during use. No report of serious injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No death reported.

Event description:
Monitor is freezing and turning blue during use - receiving 3x error. Replacing amplifier cable resolves issue. Suspect amplifier cables have been disposed of. No report of serious injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No death reported.

Manufacturer narrative:
The device was reported to freeze and display a blue screen with 3x error messages during use. Replacing the amplifier cable resolved the issue. The suspect cables were not available for return and had been disposed. Based on the customer's description, the issue may be related to the amplifier cable core breaking after long-term use. Corrective actions have been implemented, including updates to the cable design to improve device performance. The issue has been evaluated for potential patient risk, and no patient harm was reported.

Event description:
Monitor in freezing and turning blue during use. No report of serious injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairement. Not reported as life threatening. No death reported.